Manufacturer narrative:
A review of the manufacturing documentation for the splitters and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients splitters were fractured and the patient experienced loss of stimulation with the leads. The patient underwent a replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 16115806, model/catalog description: splitter 2x8 kit-sterile. Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16530645/16289910, model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patients splitters were fractured and the patient experienced loss of stimulation with the leads. The patient underwent a replacement procedure and was doing well postoperatively.